Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One unk zimmer abutment screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Several loosening and fracture events were reported and will be addressed under other complaints. This investigation only addresses one loosening event. Device history record (DHR) and complaint history review could not be performed as the item/lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. Product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw was loose.